Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's ventricular assist device (vad) surgery, it was noted that the thresholds for the right atrial (ra) lead had increased, and the right ventricular (rv) lead exhibited loss of capture, increased thresholds, and increased pacing impedance. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.